Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The mother reported that the patient's blood glucose reached up to 500mg/dl while wearing the pod. She went to the hospital, was given a manual shot of insulin, was put on an IV, and was given zofran for vomiting.